Manufacturer narrative:
The device is included in the battery performance alert advisory issued by abbott on 28 august 2017.

Event description:
New information received notes the device was explanted and replaced. Device function was normal however the device was on advisory and had reached the elective replacement indicator. There was no loss of pacing or battery performance alert. The patient was stable before, during and after surgery.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient was not dependent on the device for normal function. It was noted that the device predicted 4 months to the elective replacement indicator (eri) but reached eri within a month. The device was awaiting explant. The patient was stable.